Event description:
Rptr states she has had severe fatigue and can't even walk across the street, borderline lupus, severe swelling and terrible pain in joints, autoimmune problems, rash on face, night sweats, numb hands and feet, severe headaches, breathing problems and eye problems. She has now explanted the implants and all her symptoms are worse. Dr diagnosed true lupus and then changed his mind. Breast surgeon said she didn't have lupus, said she had extensive contamination of silicone. Both implants had ruptured. One had been put under the muscle and was difficult to remove.